Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. No frozen screen noted. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level one hour prior to the call was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.